Event description:
New information notes that the leads were dislodged during the explant. The leads demonstrated normal operation prior to the explant. The patient was stable before, during, and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted due to erosion. During the procedure connector pin bent was noted and the physician decided to remove the leads due to placement in the pocket. No further information available.